Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The customer claims that the over-the-mattress sensor pad does not alert the alarm when pressure is taken off the sensor. There was no patient injury reported.